Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the aspiration felt different during the procedure. The procedure was competed without replacing the product. There was not patient harm. The sample was discarded by the customer. Additional information has been requested.

Manufacturer narrative:
The customer did not retain a sample or lot number for this complaint report; lot investigation and functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned for evaluation. (B)(4).